Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set leakage. No further information available.